Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received four boxes. The pre-printed label of the box corresponds to dafilon, printed data is correct and corresponds to steelex, nevertheless, as the pre-printed label does not correspond to the one for steelex, also the printed data cannot be clearly seen. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the root cause was identified as a human error related to the failure to change the label roll. Final conclusion: taking into account that the four boxes received do not fulfill b. Braun surgical specifications, we conclude that the complaint is confirmed based on the evidence of the failure shown in the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with steelex ste suture. The client reported wrong labeling on the box.